Event description:
It was reported that on (B)(6) 2010, the patient underwent a promus stenting procedure in the right ventricular, obtuse marginal coronary artery with one 2.5 x 28 mm stent and one 2.75 x 28 mm stent. On (B)(6) 2011, the patient underwent routine coronary angiography which revealed silent ischemia and a 75% stenosis in the index lesion. On (B)(6) 2011, the patient was admitted to the hospital. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the index target lesion. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 2.75 x 28 mm promus. Other: aspirin, clopidogrel. The 2.75 x 28 mm promus indicated is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because, boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and restenosis, as listed in the promus instructions for use, are known adverse events associated with coronary stenting procedures. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.